Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 33.5-33.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 40.8-41.0cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 10.5-11.3cm from the distal tip. The etfe coating was intact at these locations. (B)(4).